Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the respiratory failure and pulmonary edema was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
Updated information: b3 date of event updated. D1 brand name updated.

Manufacturer narrative:
Correction: section b5, b7, and clincal code h6 have been updated with additional information which was left out inadvertently in the initial report, along with some additional information received.

Event description:
A 68-year-old female with a medical history significant for ischemic cardiomyopathy, hodgkin¿s lymphoma status post radiation therapy, hypertension, hyperlipidemia, diabetes mellitus, and acute kidney injury received an impella 5.5 device for temporary mechanical circulatory support due to heart failure related cardiogenic shock. The device was surgically implanted via the right axillary artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions stage c cardiogenic shock, and the final scai classification remained stage c. Prior to implantation, the patient developed acute kidney injury and underwent right heart catheterization, which demonstrated elevated filling pressures. The patient was initiated on milrinone 0.375 mcg/kg/min, and a shock team was activated. The decision was made to proceed with impella 5.5 placement, which was successfully performed overnight. On post-implant day zero, later that morning, the patient developed ventricular tachycardia and was successfully cardioverted. Impella support continued. Same day in the afternoon the patient was started on continuous renal replacement therapy. No events were reported overnight. The patient, intubated and sedated, was noted to be well supported at p-6 4.2l/min. Crrt continued; however, ultrafiltration was discontinued. Approximately eight days after implantation, infection of the impella graft site was identified under the abiomed¿s long-term outcome and quality indicator impella registry, with the relationship to the device listed as possibly related. Blood cultures were positive for staphylococcus epidermidis. The pulmonary artery catheter was removed, and a central venous line was reinserted three days later due to limited vascular access. Repeat blood cultures were positive for methicillin-resistant staphylococcus epidermidis and subsequently became negative. Infectious disease specialist followed the patient, and intravenous daptomycin was initiated. The source of the positive cultures was suspected to be the prosthetic graft material associated with the impella device. No sepsis was reported. The patient remained stable and continued on impella support. Several days later, the patient developed flash pulmonary edema. The treatment plan included continued aggressive diuresis, and impella weaning was deferred until radiographic improvement was observed. The patient¿s condition improved over the following days. Subsequently, the patient experienced an episode of ventricular tachycardia overnight, during which a suction alarm was triggered. The patient received 500 milliliters of intravenous fluids, resulting in resolution of non-sustained ventricular tachycardia. Impella support was temporarily reduced to performance level p-6 and later increased to p-8 to reduce pulmonary congestion and filling pressures. As hemodynamics improved, weaning was resumed at performance level p-6. Approximately three days later, the patient was successfully weaned from impella 5.5 support and taken to the operating room for device explantation. The device was weaned to performance level p-2, withdrawn across the aortic valve, turned off, and removed. The graft was surgically closed. The patient remained hemodynamically stable and returned to the unit.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring cardioversion.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.